Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 4 patient samples on a cobas c 703 analytical unit. For sample 1, the initial result was 14 mol/l. The sample was repeated twice and the results were 83 mol/l and 82 mol/l. For sample 2, the initial result was 134 mol/l. The sample was repeated twice and the results were 28 mol/l and 135 mol/l. For sample 3, the initial result was 15 mol/l. The sample was repeated three times and the results were 28 mol/l, 86 mol/l, and 88 mol/l. For sample 4, the initial result was 14 mol/l. The sample was repeated twice and the results were 62 mol/l and 62 mol/l.

Manufacturer narrative:
The cause of the event was found to be consistent with an issue with the customer's water supply. The investigation did not identify a product problem.